Manufacturer narrative:
Eval results: complaints for lead fracture and invalid impedance confirmed. Lead was fractured at 21 cm from stimulation end. Complaints were confirmed through visual inspection. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt ((B)(4)) lost stimulation following a recent fall. The lead was reportedly fractured, and a diagnostic test revealed invalid impedance measurements. Surgical intervention was undertaken to replace the device. No further complications were reported.